Manufacturer narrative:
The dates of testing initially reported were incorrect. All testing stated to have occurred in 2023 was actually performed in 2021.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation determined that the cobas mpx assay performed within specifications. There was no indication of a product malfunction or adverse event. The discrepant results were attributed to the donor samples being at or below the limit of detection (lod) of the assay. Late cycle threshold (CT) values observed were consistent with those seen during quality control release for lod panel samples. Non-specific amplification, potentially due to environmental contaminants during sample handling, was considered a possible contributing factor but could not be confirmed due to the unavailability of growth curve data. The product remains in operation, and no further investigation was deemed necessary as the issue was determined to be sample-specific and not related to a product defect.

Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the s201 instrument. The first donor sample was tested on (B)(6) 2023 using the cobas mpx assay on the single server pdm 230v instrument and generated an hiv reactive result with a cycle threshold (CT) value of 47.3. The sample was re-tested on (B)(6) 2023 and generated a non-reactive result. Serology testing for this donor, completed on (B)(6) -2023, was non-reactive for hiv. The second donor sample was tested on (B)(6) 2023 using the cobas mpx assay on the single server pdm 230v instrument and generated an hiv reactive result with a CT value of 45.4. The sample was re-tested on (B)(6) 2023 and generated a non-reactive result. Serology testing for this donor, completed on (B)(6) 2023, was non-reactive for hiv. Blood was not released.